Event description:
Complaint alleged that during a routine shift check by a clinician, the multifunction cable fitting on the device was broken and the multifunction cable would not hold in place. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.